Manufacturer narrative:
An isi fse was dispatched to the customer site to further investigate the reported event. During field evaluation, fse tested the system and confirmed defective parts. Fse replaced the usm arm, distal and proximal sujs and system cable (a field scrap item that will not be returning to isi for evaluation). After part replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. Isi received the replaced distal and proximal suj for failure analysis. Both sujs were installed into an in-house system and functionally tested individually. Results of both testing confirmed no issue, the error fault was not reproduced. As part of service, component on the distal and proximal sujs were proactively replaced and this restored the suj to full specification. Isi has received the replaced usm arm for failure analysis. Review of the system logs confirmed the occurrence of the error fault. The usm arm was tested with an in-house system for functional testing and the unit passed all testing specification in normal mode and did not trigger any error fault. The unit operated without issue. Although the customer reported issue was confirmed during system log review, the error fault and the issue was not reproduced during this testing.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, system displayed multiple error code 40067 on universal side manipulator (usm) arm1.the customer received phone assistance from the technical support engineer (tse). Review of the site¿s system logs confirmed the occurrence of error codes 27730, 23098 and 40067 on the usm arm and the distal set up joint (suj) (tornado). It was stated that the user had to perform repeated power cycle to clear the error fault. The user completed the procedure using the same system with all usm arms. A procedure delay of greater than 30 minutes was reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) obtained communication from the local health authority (tfda) on 24-oct-2024 stating that the usm arm 1 shut down irregularly for no reason, resulting in unpredictable interruptions during the surgery. The system had to be power cycled to resume operation each time. It took about three minutes to shut down the usm arm every time with no display screen and the usm arm was allegedly totally stuck. It was further stated that partial nephrectomy is a surgery with high risk, the unpredictable system shutdown occurred during the separation of vessels in the renal hilum (8 to 10 times), during the resection of renal tumors and suturing (4 times). Isi followed up with the isi clinical sales representative for additional information and below were provided by the surgeon on 03-nov-2024: the error fault occurred multiple time and the issue was persistent during procedure. The isi field service engineer (fse), who was at the customer site, performed a hard power cycle as troubleshooting to resolve the issue. Although the recurrent issue resulted to a procedure delay of greater than 30 minutes, the surgeon was able to complete the surgical task (suturing) and the procedure was completed. The surgeon confirmed no intra or post operative complications and no concern about the procedure delay causing any long-term complications with the patient.